Manufacturer narrative:
Troubleshooting was conducted with the customer, including inspecting the faceplate and backplate for damage and inspecting and cleaning the diaphragm. The customer could not test the pump due to the nipple pain she was experiencing. A replacement pump was sent to the customer. In follow up with the customer on (B)(6) /2017, she reported that the top of her nipple appeared raw, pink, and white on top. She requested that her doctor prescribe her a nipple cream for the mild discomfort. She is still experiencing pain as she is not fully recovered; however, she did indicate that the replacement pump was working without issue. Though the complaint information does not reasonably suggest that the device caused or contributed to the injury or that the device malfunctioned, medela llc is filing this report, which is considered a serious injury as it required medical attention.

Event description:
On (B)(6) 2017, the customer alleged to medela (B)(4) that the suction on her pump in style breast pump was low and was making a clicking noise. She alleged that her nipples were raw from the baby breastfeeding and the low suction on the pump.

Manufacturer narrative:
The product was received on 11/10/2017 and evaluated on 11/13/2017. The customer did not return her parts/accessories, so the device was tested with lab parts/accessories and, though an unexpected noise was confirmed as the customer reported, the device passed vacuum specifications. Therefore, the customer's complaint of low suction could not be confirmed. Refer to attached evaluation.